Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after the implant procedure the right ventricular (rv) lead exhibited high thresholds. The following morning the rv lead exhibited undersensing and right atrial (ra) lead exhibited high thresholds and undersensing. The atrial undersensing resulted in the implantable pulse generator (ipg) over-pacing. The ipg was reprogrammed to vvi, ddi and voo which all resulted in ventricular pacing but rv loss of capture. The ra lead was repositioned but was unable to get good contact with tissue or acceptable measurements for thresholds, impedance or sensing. The ra lead was subsequently explanted and replaced. The rv lead was explanted and replaced. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.